Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the reservoir leaked. Customer's blood glucose level was 294 mg/dl at the time of the incident. The customer stated it leaked through the o-rings. They also reported air bubbles. Troubleshooting was provided. The reservoir will be returning.

Manufacturer narrative:
Evaluated three open and used reservoirs. Inspected o-rings and stopper groove for anomalies none were found. Ran basal, bolus leaking test: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm pump. Conclusion: 1 of 3 reservoir's septum found misuse or abuse or undue stress, creating air bubbles and leaking. Remaining 2 of 3 reservoirs pass. Reservoirs did not leak or created air bubbles during analysis.